Event description:
A customer reported a cgm (continuous glucose monitor) error 42 and sought assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.